Manufacturer narrative:
(B)(4). 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified error occurred. The product was evaluated. An external visual inspection was performed and pass. A review of the bin file was performed and transmitter error was found within in the investigation window. Permanent communication error between device and transmitter. The reported event of an unspecified error is reportable based on the finding of permanent communication error between device and transmitter. No injury or medical intervention was reported.